Event description:
It was reported the patient received an alert. Patient presented to clinic where test suggested an out of range hv lead impedance measurement. Hv lead impedance graph appeared normal and lifetime values were low. Session records were sent to tech services where the out of range measurement was due to atrial fibrillation suppression algorithm. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.